Event description:
Revision surgery - the pt dislocated their shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.75 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr #20017 involved three retaining screws that were scrapped for not meeting specifications. A review of the product complaint report history shows this is the 79th complaint for this product: one for a fit issue, one locking mechanism was damaged, one cracked/broken/damaged device, one for surface finish, one revision, one device failed, one for dissociation, 32 due to dislocation, three due to pain, 22 due to infection, five due to trauma, seven for stability/poor joint, two for malposition, and one indeterminate. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. The information reviewed showed that the product used met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.